Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) 200-400 mg/dl. A correction bolus and insulin injections were used to address bg. Customer alleged pump was not delivering insulin properly. As contact did not have pump at the time of the report, tandem technical support (cts) was unable to perform a pump system check. Upon follow up, contact declined cts's offer to perform a pump system check.